Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. It was reported that the needle was passed 10-12 times. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed three similar complaints for this lot of devices that were released to distribution. The devices on other similar complaints were not returned. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed. (B)(4).

Event description:
The sales rep reported that during a rotator cuff repair that the tip of the customer's expressew iii needle broke off in the patient's joint space. The sales rep reported that the customer was using the expressew iii gun, and he fired the device 10-12 times before the needle broke. The sales rep stated that the broken tip was approximately 2mm long and was embedded in tissue. Many x-rays were taken. The broken tip was retrieved from the patient. The surgeon switched to an open procedure and completed the repair free hand. The sales rep reported that the procedure was delayed over 2 hours and that the surgeon needed to add an additional 4th anchor to secure the fixation due extent of the search for the broken needle tip.